Event description:
It was reported that "the selinger's tip has wrong shape, it is not correctly curved." Additional information: the doctor encountered resistance during insertion and at that point removed the entire device. A new device was used in the same access site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire (swg) assembly and the product lidstock for evaluation. Signs of use were observed on the swg and inside the guide wire tubing. The guide wire was observed to have two kinks on the distal j-bend. One long continuous bend was also noted around the middle of the swg body. The distal j-bend was observed to be misshapen. Microscopic examination confirmed the kinks/bend. Both welds were present and observed to be full and spherical. The large bend on the guide wire measured 512mm from the proximal weld. The kinks measured 590mm and 596mm from the proximal weld. The overall length of the guide wire measured 602mm, which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The returned guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Despite the damage, little to no resistance was encountered as the guide wire passed completely through both components. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were secure and intact. A device history record review was, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed two major kinks and one large bend across the body. This resulted in the distal j-bend to be slightly misshapen. Despite the damage, the returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the selinger's tip has wrong shape, it is not correctly curved." Additional information: the doctor encountered resistance during insertion and at that point removed the entire device. A new device was used in the same access site.